Manufacturer narrative:
Olympus could not determine the relation between failure to stop output and the perforation which occurred 4 days later after the procedure. Therefore, the exact cause of the perforation can not be conclusively determined. However, long period of high frequency output might be applied to the polyp because the high frequency output did not stop, so delayed perforation might occur. It is generally known in publications that delayed perforation is attributed to long period of high frequency output. The instruction manual of psd-20 mentions notifications for handling when the psd-20 had abnormalities. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this initial report is required on december 17, 2015. Olympus was informed that during polypectomy for colon polyp, since the high frequency output had not stopped after the completion of the resection, the facility had turned off the psd-20. Then the facility had turned on it again, the psd-20 had not worked. 4 days after the procedure, the facility had performed the contrast study of the patient's colon and found that the patient had suffered the perforation. The facility had treated it with the open surgery. This is a report about occurring perforation. Please confirm the other report that the subject device did not stop output. : MFR report#: 8010047-2015-00201.